Manufacturer narrative:
(B) (4): information not available, device not returned for analysis.

Event description:
It was reported that post-op a lavh procedure, the patient was recovering from the procedure in the hospital, and they noticed that the patient started having pain the night after the lavh. A test was performed and they found saline/contrast in the abdomen which should have been confined to the bladder. The patient was opened and stents inserted. The urology consult stated thermal occurred when it was touched by the enseal device. The patient was still in the hospital as of (B) (6) 2010. Additional information: procedure was monday or tuesday and then on, thursday the patient had a fever and was not doing well. Contrast was injected into bladder for test and the contrast leaked into the abdomen. Urologist said, it looked like a thermal injury (enseal only device used\ but did not say that device caused thermal injury). Tissue looked like ¿hamburger¿. The injury was during the vaginal portion of the lavh, not lap portion. Pt doing better last week.